Event description:
According to the reporter: remnants of plastic bag typically attached to metal ring, came loose and fell off in patient after the bag was cinched with the specimen inside. The plastic ring was removed from patient during procedure with no further complication.

Manufacturer narrative:
.